Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit watertightness failure and head unit deterioration a definitive root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an unclear lens. The issue occurred during reprocessing. There were no reports of patient involvement.